Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).

Event description:
Note: date of event and procedure date are unknown. It was reported to boston scientific corporation on august 7, 2009 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the balloon ruptured when attempting to extract stones from common bile duct. No fragments were detached inside the patient. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".